Event description:
Boston scientific received information that this device and right ventricular (rv) lead caused a red alert to be declared due to high shock lead impedance. The patient's physician is aware of the situation and the pacing system remains implanted at this time. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.